Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl. The patient reported cannula being bent while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod and a manual injection of insulin.